Manufacturer narrative:
Corrected sections as of 29-oct-2020: h10: most likely underlying root cause corrected from "mlc-20: user's test strip had poor storage" to "mlc-18: user has high glucose value".

Manufacturer narrative:
(B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for e-5 error. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/19/2022 and open vial date is (B)(6) 2020. During the call, a blood test was performed by the customer and produced e-5 error. Customer then reported that she had obtained a blood glucose test result hi on (B)(6) 2020. Customer stated that she had been using another vial of test strips at the time the hi was obtained and that she no longer had that vial. The customer¿s expected blood glucose test result range is: 140-180 mg/dl am fasting; 300 mg/dl afternoon fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history: result 1: hi, date: (B)(6) 2020, time: 3:29 pm, afternoon fasting.